Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 290 mg/dl at the time of the incident and customer's blood glucose was 408 mg/dl at the time of call. The customer also reported that she experienced nausea and felt sick. The customer stated that her blood glucose reached 371 mg/dl and went up to 409 mg/dl. The customer also stated that her blood glucose went down to 99 mg/dl on the other day. The customer stated that there was an emergency room visit for their high blood glucose. The time of the emergency visit was 4:30pm and the date of the emergency visit was (B)(6) 2015. The customer mentioned that the customer's blood glucose was around 200 mg/dl at the time of the emergency visit. The customer stated her blood glucose went down to 168mg/dl when admitted. The customer stated that the customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.